Manufacturer narrative:
(B)(4). Hardware low level failure alarm confirmed in the pump history due to broken trace.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm. Alarm occurred for the second time. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Clear alarm and finish process. The device will be returned for analysis.